Event description:
It was reported that the radiofrequency programmer head had a short in its cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the head had no telemetry and failed all uplink tests on the vxi tester and it was additionally noted that the cable was twisted and that the label was delaminated. The head was to be sent on for repair. (B)(4).